Event description:
Staff reported that a patient required pacemaker revision surgery to replace a malfunctioning lead. The lead failed to retract and extend properly. The procedure was performed without complication and no harm came to the patient.